Event description:
The manufacturer received information alleging a trilogy evo ventilator failure " free fio2 flow". There was no harm or injury reported. The trilogy evo ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer complaint was confirmed and error codes e-80 and e-81were found in the ventilator's downloaded error log. The device's omb and omb harness was replaced to address the issue. The air foam inlet filter was replaced due to preventive maintenance.